Event description:
It was reported that during the explant procedure, externalized conductors were observed. Tamponade occurred 10 minutes after the explant procedure. Pericardiocentesis was performed to drain the fluid. Patient condition after the event was good.

Manufacturer narrative:
A partial lead measuring 43.0cm from the distal lead tip was returned for analysis. External insulation abrasion was found at 10.0-10.6cm from the lead tip. External and internal insulation abrasion was found at 12-13.6cm from the lead tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.